Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 100 mg/dl at the time of the incident and current blood glucose was 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.